Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the part & lot number of the device involved in the event is unknown. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Report source: (B)(6). Choi, y.j., lee, k.w., kim, c.h., ahn, h.s., hwang, j.k., kang, j.h., han, h.d., cho, w.j., park, j,s. (2012). Long-term results of hybrid total knee arthroplasty: minimum 10-years follow-up. Knee surgery & related research, 24(2), 79-84. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as its location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
A journal article reported seven knees were noted to have loosened; of which, 4 knees were noted to have aseptic loosening. The tibial component loosened in three knees. These complications occurred at a mean of 81 months after surgery and did not recur after revision.